Event description:
A user facility reported to olympus the video system center's lamp was not working automatically. Upon inspection and testing of the customer returned device, the front panel was not working and there was no image from the digital visual interface (dvi) port intermittently. This report is being submitted for the malfunctions found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer's original complaint of the lamp not working was confirmed. The olympus service center found the following defects: as the front panel was not working, the lamp can't be turned on due to a faulty printed circuit board; the clock was resetting automatically due to a faulty printed circuit board; the front panel harness had rust on its track and the universal serial bus cable was deformed; the main chassis and front panel chassis had dents; and there was dust inside the equipment. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 28-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, for phenomenon ¿front panel leds are continuously glowing¿, it was determined to be due to a faulty printed circuit (zz) board. For phenomenon ¿usb led on the front panel does not work properly¿, it was determined to be due to a faulty front panel. For phenomenon ¿no image from dvi output¿, it was determined to be due to faulty patient circuit (cm) board. It is unknown what caused the faulty boards. Olympus will continue to monitor field performance for this device.